Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that difficulties in balloon catheter removal were encountered and stent dislodgement occurred. Vascular access were obtained via the right brachial artery and right femoral artery utilizing the bi-directional approach. After placing an 8fr introducer sheath and advancing a non-bsc guide wire in the right femoral artery, another 8fr introducer sheath was placed and another non-bsc guide wire was advanced in the right brachial artery. The 5mm to 6mmx50mm, 100% stenosed target lesion was located in the moderately tortuous and non-calcified right subclavian artery. The target lesion was 50mm long with a reference vessel diameter of 5.0 to 6.0 mm. Predilation was performed with a 2mm non-bsc balloon catheter. An opticross¿ 18 imaging catheter was advanced in the right femoral artery but failed to cross the lesion. The device was removed and the introducer sheath in the brachial artery was exchanged with a 6fr sheath. A 4mm non-bsc balloon catheter was then advanced and predilation was completed. A 6x60mm non-bsc stent was then deployed. However, a plaque shift at the distal side of the stent was noted. A 7.0x30x75cm express¿ ld vascular stent was advanced to treat the said plaque shift. However, upon inflation of the balloon at 6 to 8 atmospheres, the balloon failed to expand. The balloon was deflated however upon removal, it was noted that stent delivery system (sds) was difficult to remove. Via anterograde approach, a non-bsc balloon catheter was advanced in between the stent and the balloon of the sds. Despite attempts, the device was still unable to be removed. The hub of the device was cut and via the retrograde approach, a 6fr non-bsc guide catheter was advanced just barely up to the device and the sds was forcibly removed. The stent eventually dislodged. A non-bsc balloon catheter was then advanced inside the stent and was inflated at 6 atmospheres and the procedure was completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual and microscopic examination was performed on the returned device, the following attributes were examined. The stent was placed during the procedure so was not returned for analysis. Due to the condition of the returned device it was not possible to inflate the balloon; however no issues were noted with the balloon material which could have contributed to the complaint incident. As the balloon could not be inflated further analysis was performed. The balloon material was removed from the device, a visual and microscopic examination was performed on the lapweld area. No issues were identified with the lapweld area that may have contributed to the complaint incident. No damage was observed to the tip or markerbands of the device. The shaft of the device had been lacerated into two pieces; both pieces of the device were returned for analysis. The device had been cut 20mm distal to the strain relief. No other damage was noted to the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that difficulties in balloon catheter removal were encountered and stent dislodgement occurred.vascular access were obtained via the right brachial artery and right femoral artery utilizing the bi-directional approach. After placing an 8fr introducer sheath and advancing a non-bsc guide wire in the right femoral artery, another 8fr introducer sheath was placed and another non-bsc guide wire was advanced in the right brachial artery. The 5mm to 6mmx50mm, 100% stenosed target lesion was located in the moderately tortuous and non-calcified right subclavian artery. The target lesion was 50mm long with a reference vessel diameter of 5.0 to 6.0 mm. Predilation was performed with a 2mm non-bsc balloon catheter. An opticross¿ 18 imaging catheter was advanced in the right femoral artery but failed to cross the lesion. The device was removed and the introducer sheath in the brachial artery was exchanged with a 6fr sheath. A 4mm non-bsc balloon catheter was then advanced and predilation was completed. A 6x60mm non-bsc stent was then deployed. However, a plaque shift at the distal side of the stent was noted. A 7.0x30x75cm express¿ ld vascular stent was advanced to treat the said plaque shift. However upon inflation of the balloon at 6 to 8 atmospheres, the balloon failed to expand. The balloon was deflated however upon removal, it was noted that stent delivery system (sds) was difficult to remove. Via anterograde approach, a non-bsc balloon catheter was advanced in between the stent and the balloon of the sds. Despite attempts, the device was still unable to be removed. The hub of the device was cut and via the retrograde approach, a 6fr non-bsc guide catheter was advanced just barely up to the device and the sds was forcibly removed. The stent eventually dislodged. A non-bsc balloon catheter was then advanced inside the stent and was inflated at 6 atmospheres and the procedure was completed. No further patient complications were reported and the patient's status was stable.